Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. Talent cuffs were subsequently implanted. It was reported that, approximately eleven years and four months post index procedure, a CT revealed that the aneurx stent graft bifurcate had migrated. It was revealed that there was now a type iii separation endoleak between the aneurx bifurcate and the talent cuffs. The physician elected to reline the aneurx stent graft with an endurant bifurcate stent graft and an endurant limb. The event was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the exact cause of the possible type iii separation endoleak between the distal talent cuff and the aneurx bifurcate could not be conclusively determined from the films provided. The pre-implant anatomy information, pre-implant films, films during implant procedures, earlier post implant films and films during secondary intervention were not provided. From the post implant films provided, the aneurx bifurcate was currently positioned about 70 mm below the renals. The distal talent cuff was about 65 mm below the renals. Although the implant location at index procedure was unknown, it is possible that the aneurx bifurcate had migrated distally over time. The proximal aortic neck to the aneurx bifurcate flow divider was highly angulated, measured ~ 80 deg a-p, and 65 deg l-r. It is possible that morphology changes, as noted from the high neck angulation, may have contributed to the migration, which led to the type iii separation endoleak.

Manufacturer narrative:
PMA number was updated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.